Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. On an unreported date in 2011, dianeal therapy was withdrawn. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd883520 with no issues noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.